Event description:
It was reported the customer was hospitalized for high blood glucose. The customer called back to report a no delivery alarm. Troubleshooting was performed. Advised customer to disconnect and reconnect. The fixed prime test passed. In checking the prime history, it was found that the customer did not prime the infusion set properly the night before and several fixed prime were showed for one day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.